Event description:
It was reported that a patients ¿number 2 lead was not working properly¿ and was ¿disconnected¿. When the patient checking his implantable neurostimulator (ins) he increased stimulation on program 2 and the only time he feels stimulation was if he put his chin into his chest. Loss of therapeutic effect was reported. Caller stated that he was in ¿so much pain¿ and was sore and was not sleeping at night. The last 2 nights he had been sleeping a lot. Symptoms occurred about a week ago. Patient stated he did not have any falls or traumas.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n212309, implanted: (B)(6) 2010, product type: lead; product ID 3986a, lot# n226630, implanted: (B)(6) 2010, product type: lead; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3550-29, lot# n130538, implanted: (B)(6) 2009, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3986a, lot# n226630, implanted: (B)(6) 2010, product type: lead; product ID 3986a, lot# n212309, implanted: (B)(6) 2010, product type: lead. (B)(4).